Event description:
Boston scientific received information that this right ventricular (rv) lead had increased thresholds which resulted in loss of capture. Decreased r-waves were noted. A dislodgment of rv was confirmed and the lead was repositioned successfully. No adverse patient effects.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the connection issue was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report from baxter (B)(4) received on (B)(6) 2010 from the dialysis department at (B)(6). A physician reported a peritonitis case in an automated peritoneal dialysis (apd) patient when the transfer set disconnected from the titanium adaptor. The patient was treated from (B)(6) 2010 - (B)(6) 2010 with kefzol 1gm and fortum 1gm daily for (B)(6) intraperitoneally and was not hospitalized. The patient reportedly had recovered at the time of this report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. The lot number is also unknown. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.